Event description:
A bilateral rupture with granuloma. A 43 yr old white g1p1 female status post bilateral silicone gel augmentation 1973. The pt noted a lump 2 mos prior and mammogram revealed a left rupture. She denies history of trauma except had chiropractic manipulation approx mos before for musculoskeletal complaints secondary to motor vehicle accident. (Pt denies chest trauma in motor vehicle accident.) Positive arthralgias/myalgias, fatigue, headaches, neurocognitive problems, chest pain (negative cardiac work up), mild soreness in breasts, exam positive right iii contracture. Left ii with negative axillary lymph nodes and generalized lumpiness. Left greater than right. Capsule plus extensive telangiectasis on breast skin. Symptoms 1/18/94 positive bilateral rupture, thin only gel with large granuloma. Left moderate capsules with heavy right calcium weights 200 and 210 with "histio". Pt otherwise healthy nonsmoker.